Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional on 15-aug-2016 reported that the patient experienced increased right upper extremity pain / right arm pain related to the reported high impedances. Troubleshooting performed related to the high impedances included the patient meeting with the manufacturer representative on (B)(6) 2016. The cause of the high impedances was not determined, and the high impedances were not resolved. Actions/interventions to resolve the high impedances include planned lead replacement and planned implantable neurostimulator (ins) battery replacement on (B)(6) 2016. It was noted that the bruising from the fall had resolved. Clinician programmer statistics noted patient diagnosis crps type I, the ins was at end of service (eos), the most used group was group a, and some impedance values were out of range. Electrode impedances taken at 3.00v using reference electrode 0 w ere 1 = 508 ohms, 2 = 485 ohms, 3 = 520 ohms, and 4 = 5 = 6 = 7 = greater than 40000 ohms. Electrode pair impedances taken at 3.00v were 0/1= 508 ohms, 0/2 = 485 ohms, 0/3 = 520 ohms, 1/2 = 512 ohms, 1/3 = 689 ohms, 1/4 = 10481 ohms, 1/6 = 12239 ohms, 1/7 = 12239 ohms, and 2/3 = 439 ohms; impedances taken at 3.00v were greater than 40000 ohms for electrode pairs 0/4, 0/5, 0/6, 0/7, 1/5, 2/4, 2/5, 2/6, 2/7, 3/4, 3/5, 3/6, 3/7, 4/5, 4/6, 4/7, 5/6, 5/7, 6/7. Group impedance for program a1: 394 ohms and 16.914 ma.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type ii. It was reported that the patient had a fall 2 weeks prior to the report and was still bruised up. The patient also has other medical issues. There were high impedances: 0 with 4,5,6 and 7 were greater than 40,000 ohms; 0 with 2 was 285 ohms;1 with 5 was greater than 40,000 ohms; 2 with 3 was 439; 2 with 4,5,6,7 were all greater than 40,000 ohms; 4 with everything was greater than 40,000 ohms; 5 with everything was greater than 40,000 ohms; 6 with everything was greater than 40,000 ohms; 7 with everything except for 1 were all greater than 40,000 ohms; and 7 with 1 was greater than 12,000 ohms. Replacement of the implantable neurostimulator and lead was discussed and the patient was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.